Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the product failure of the head and screw coming disassociated from the baseplate.